Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the administration port. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no damage was identified. Functional testing was performed with satisfactory results; no leaks were observed in the screw joints and all in-line luer connections are easy to connect. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.